Event description:
A nurse reported to baxter (B)(4) that she was unable to spike the bag due to the wings breaking when pressed together. There was no patient involvement and there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The MDR aware date is (B)(4) 2010 the date baxter received information that an adverse event or medical device malfunction has occurred. The sample was available for evaluation. The cause of damage was assigned to be due to mishandling during use or distribution, or misuse. A review of the batch file was found to be acceptable. A trend review was completed and there was no significant trend. A sample was received and the complaint confirmed. This has been reviewed with the clinical coordinators for this product and the training material updated. The baxter product development team are currently investigating a redesign to this clampex connector. Evaluations are on-going. This MDR is being submitted as part of baxter renal?s retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).